Manufacturer narrative:
Method code was unintendedly incorrect in the initial report. This report contains correct information.

Manufacturer narrative:
This ipg serial number was included in a field advisory: (B)(4). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient failed to charge the device as recommended. In turn, the ipg was deemed inoperable. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.